Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ping meter does not beep. The complaint was classified based on the customer care advocate (cca) documentation. The patient's father reported the alleged issue began on (B)(6) 2011 at 7:00am. The father informed the cca that the patient manages his diabetes with an insulin pump. Due to the alleged issue, the father stated no action was taken regarding the patient's diabetes regimen. The father stated the patient was experiencing a stomach ache an hour before the alleged issue began. At an unknown date/time the father indicated he administered the patient 3.35 units of novolog insulin after the alleged issue began. The father indicated no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and there was no misuse of the meter; however the alleged issue was not resolved. Replacement product was sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.